Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, the tip of the anchor broke while being inserted. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: one 72202600 twinfix ultra pk 5.5mm suture anchor was used for treatment but not returned for evaluation. Due to unavailability, investigation, evaluation and conclusions were limited. If objective evidence becomes available to assist with evaluation, the complaint may be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity include: 1) alternate prep method, instruments or method used. 2) incompatible or unexpected bone density/condition. 3) incomplete anchor insertion. 4) unexpected bone condition/density. 5) use of excess torque. 6) loss of or lack of axial alignment. Instructions for use are quite specific for this device. Per IFU 10600571: ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the drill bit size and depth are correct. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution.

Manufacturer narrative:
H10 h3, h6: one 72202600 twinfix ultra pk 5.5mm device used for treatment, was returned for evaluation. Instructions for use contain recommendations and precautionary statements for proper use of product. The inserter was returned with handle and spring action functional. Forks were intact but were bent and flared. Sutures and partial anchor were returned. The anchor was attached to the inserter. Distal threads were missing and not returned with the inserter. Remaining threads were ragged at the distal tip. Product indicated symptoms of excess torque and twisting applied while the anchor was stationary. Inadequate tunnel size would also encourage the symptoms found. Specific prep and use techniques are outlined per instructions for use: if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Instructions for use recommends a 4.5 mm spade tip drill for a pilot hole and also a 5.5/6.5 threaded dilator for prep. Complaint history review indicated no similar allegations for the lot number reported. Batch review indicated no condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution. No root cause related to the manufacturing of this device was confirmed.